Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pod6 pusher assembly; the pusher assembly was kinked approximately 58.0 cm from the proximal end, and this kinked location became fractured at 58.0 cm from the proximal end during removal from the packaging hoop by the penumbra investigator. This pusher assembly was also kinked at 59.0 and 69.0 cm from the proximal end; the embolization coil was intact with the pusher assembly; the proximal end of the introducer sheath was compressed. The introducer sheath was cut off by the penumbra investigator and the embolization coil outer diameter (od) was measured and found to be within specification. Conclusions: evaluation of the returned devices revealed that the first pod6 evaluated pusher assembly was kinked and the friction lock was pulled off the proximal end of the introducer sheath. This type of damage typically occurs due to improper handling during use. If the device is manipulated with force during use, damage such as this may occur. The kinked pusher assembly likely contributed to the coil not being able to advance out of its introducer sheath. Evaluation of the second pod6 revealed that the proximal end of the introducer sheath was damaged and compressed. The root cause of the damage to the introducer sheath could not be determined. The observed damage to the introducer sheath likely contributed to the coil not being able to advance out, as mentioned in the complaint. Further evaluation revealed that the second pod6¿s pusher assembly was kinked. If the device is forcefully advanced against resistance, damage such as a kinked pusher assembly may occur. The introducer sheaths were cut off by the penumbra investigator and the embolization coils¿ ods were measured and found to be within specification. The px slim mentioned in the complaint was not returned for evaluation. All penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-01325.

Event description:
The patient was undergoing a coil embolization procedure using pod6 coils. During the procedure, the physician attempted to advance the first pod6 coil into a px slim delivery microcatheter (px slim), however the pod6 coil was unable to advance out of the orange introducer sheath; therefore, it was removed. Next, the physician attempted to advance a new pod6 coil, but it was also unable to advance out of the introducer sheath; therefore, it was removed. The procedure was completed using the same px slim, a pod5 coil, and another manufacturer's coils. The physician used a rotating hemostasis valve. There was no report of an adverse effect on the patient.